Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ("bloated") and endometrial ablation ("ablation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant), post procedural infection ("I had an infection post ablation") and pain ("pain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the abdominal distension, endometrial ablation, post procedural infection and pain outcome was unknown. The reporter considered abdominal distension, endometrial ablation, pain and post procedural infection to be related to essure. The reporter commented: on (B)(6) 2014 in a social media post that she was getting essure removed on (B)(6) 2014. She had an infection and it took months to go away after an ablation but she have not had a hysto so she did not know about the tugging. She hope the pain was from the infection. Concerning the injuries reported in this case, the following ones were reported via social media: infection, pain. Most recent follow-up information incorporated above includes: on 7-jun-2018: information received from social media: reporter information updated. Events infection, pain were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloated') and endometrial ablation ('ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), post procedural infection ("I had an infection post ablation"), pain ("pain"), bacterial vaginosis ("I was getting chronic bv") and vulvovaginal mycotic infection ("yeast infections") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the abdominal distension, endometrial ablation, alopecia, post procedural infection, pain, bacterial vaginosis and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal distension, alopecia, bacterial vaginosis, endometrial ablation, pain, post procedural infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: on (B)(6) 2014 in a social media post that she was getting essure removed on (B)(6) 2014. She had an infection and it took months to go away after an ablation but she have not had a hysto so she did not know about the tugging. She hope the pain was from the infection. Concerning the injuries reported in this case, the following ones were reported via social media: infection, pain. Concerning the injuries reported in this case, the following ones were reported via social media: chronic bacterial vaginosis, yeast infections most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: newly added newts- hair loss, reporter was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloated') and endometrial ablation ('ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), post procedural infection ("I had an infection post ablation"), pain ("pain"), bacterial vaginosis ("I was getting chronic bv") and vulvovaginal mycotic infection ("yeast infections") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the abdominal distension, endometrial ablation, post procedural infection, pain, bacterial vaginosis and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal distension, bacterial vaginosis, endometrial ablation, pain, post procedural infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: on (B)(6)2014 in a social media post that she was getting essure removed on (B)(6)2014. She had an infection and it took months to go away after an ablation but she have not had a hysto so she did not know about the tugging. She hope the pain was from the infection. Concerning the injuries reported in this case, the following ones were reported via social media: infection, pain. Concerning the injuries reported in this case, the following ones were reported via social media: chronic bacterial vaginosis, yeast infections most recent follow-up information incorporated above includes: on 10-oct-2019: social media received. New events: chronic bacterial vaginosis and yeast infections were added. New reporters added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('pain') and endometrial ablation ('ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In november 2012, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated"), alopecia ("hair loss"), post procedural infection ("I had an infection post ablation"), bacterial vaginosis ("I was getting chronic bv"), vulvovaginal mycotic infection ("yeast infections"), genital haemorrhage ("I immediately started bleeding hard and non stop for months"), hypersensitivity ("I had allergic responses/allergic reaction "), autoimmune disorder ("autoimmune responses"), inflammation ("inflammatory issues"), lymphadenopathy ("I had swollen lymph nodes"), arthropathy ("my joints felt like cement was hardening in them") and spinal pain ("my joint spine neck issues") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed. At the time of the report, the pain, endometrial ablation, abdominal distension, alopecia, post procedural infection, bacterial vaginosis, vulvovaginal mycotic infection, genital haemorrhage, hypersensitivity, autoimmune disorder, inflammation and arthropathy outcome was unknown and the lymphadenopathy and spinal pain had resolved. The reporter considered abdominal distension, alopecia, arthropathy, autoimmune disorder, bacterial vaginosis, endometrial ablation, genital haemorrhage, hypersensitivity, inflammation, lymphadenopathy, pain, post procedural infection, spinal pain and vulvovaginal mycotic infection to be related to essure. The reporter commented: on (B)(6) 2014 in a social media post that she was getting essure removed on (B)(6) 2014. She had an infection and it took months to go away after an ablation but she have not had a hysto so she did not know about the tugging. She hope the pain was from the infection. Concerning the injuries reported in this case, the following ones were reported via social media: infection, pain. Concerning the injuries reported in this case, the following ones were reported via social media: chronic bacterial vaginosis, yeast infections most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events: allergic reaction, genital bleeding, autoimmune disorder, inflammation, swollen lymph nodes, joint disorder, pain in cervical spine were added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometrial ablation ('ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated"), alopecia ("hair loss"), post procedural infection ("I had an infection post ablation"), bacterial vaginosis ("I was getting chronic bv"), vulvovaginal mycotic infection ("yeast infections"), genital haemorrhage ("I immediately started bleeding hard and non stop for months"), hypersensitivity ("I had allergic responses/allergic reaction "), autoimmune disorder ("autoimmune responses"), inflammation ("inflammatory issues"), lymphadenopathy ("I had swollen lymph nodes"), arthropathy ("my joints felt like cement was hardening in them"), spinal pain ("my joint spine neck issues"), rash ("unusual breaking out") and acne ("pimples in chest,boob area or face"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormones are so out of whack"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, endometrial ablation, abdominal distension, alopecia, post procedural infection, bacterial vaginosis, vulvovaginal mycotic infection, genital haemorrhage, hypersensitivity, autoimmune disorder, inflammation and arthropathy outcome was unknown and the lymphadenopathy and spinal pain had resolved. The reporter considered abdominal distension, acne, alopecia, arthropathy, autoimmune disorder, bacterial vaginosis, endometrial ablation, genital haemorrhage, hormone level abnormal, hypersensitivity, inflammation, lymphadenopathy, pelvic pain, post procedural infection, rash, spinal pain and vulvovaginal mycotic infection to be related to essure. The reporter commented: on (B)(6) 2014 in a social media post that she was getting essure removed on (B)(6) 2014. She had an infection and it took months to go away after an ablation but she have not had a hysto so she did not know about the tugging. She hope the pain was from the infection. Concerning the injuries reported in this case, the following ones were reported via social media: infection, pain. Concerning the injuries reported in this case, the following ones were reported via social media: chronic bacterial vaginosis, yeast infections. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event unusual breaking out, pimples in chest, boob area or face and hormones are so out of whack added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ("bloated") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the abdominal distension outcome was unknown. The reporter considered abdominal distension to be related to essure. The reporter commented: on (B)(6) 2014 in a social media post that she was getting essure removed on (B)(6) 2014. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.